Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip detached inside the patient's leg. The piece was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The lot number is unk, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was not performed, as the correct lot number could not be obtained. (B)(4).